Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing 10 occurrences of blood flow issues during use. The following has been provided by the initial reporter: when using bd product, phlebotomist did not see any blood-flash, when entering the vein of the patient. This has been seen more and more lately in the slbcs.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing 10 occurrences of blood flow issues during use. The following has been provided by the initial reporter: when using bd product, phlebotomist did not see any blood-flash, when entering the vein of the patient. This has been seen more and more lately in the slbcs.